Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the connection between the cannula and syringe was loose during the procedures. He used his fingers to hold the cannula in place and the procedures were completed with no harm to the patients. He indicated when he pushed the syringe, the cannula jumped off. The product samples were not retained. No additional information is expected. This is one of two reports from this surgeon.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The device history record review shows the order was built and released per specification for one lot. There was no lot number identified for the cannula; therefore, lot history and complaint history reviews could not be conducted. The customer reported that the cannula connection with the syringe was too loose and that when they pushed the syringe, the cannula jumped off. The customer¿s complaint could not be investigated as the customer did not retain a sample for this complaint report. Without a sample, visual inspection could not be conducted. The condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received. The root cause for customer complaint issue cannot be determined. It has been determined that no action will be taken at this time as a sample was not returned. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the first complaint for the finish goods lot for this issue. The manufacturer internal reference number is: (B)(4).